Event description:
Biomed called to request a log review and to report that a medication went in too fast on 2 different pcu/lvps. He stated that he performed a pm last month on all of the devices in this report and they all passed. The nurse reported that on (B)(6) 2012, a pt experienced severe hypoglycemia requiring transfer to the ICU after receiving a potassium phosphate infusion that reportedly went in too fast. The nurse stated that the medication was set up as a secondary infusion to run at 62.5 cc/hr for 4 hrs. When she looked up at the secondary set, the medication was running in much faster than the programmed 62.5 cc/hr. She stopped the medication "very quickly" after it started and attached the same potassium phosphate IV bag to a new primary IV set. She discarded the original primary set. Also, she removed the pcu and lvp and sent it to biomed to be checked. The nurse then set up the medication to be run as a primary on a different pcu and lvp. The programmed infusion was checked by another nurse and no other medication was running at that time. The nurse reported that infusion completed in 2.5 - 3 hrs instead of the programmed 4 hrs. At that time, the pt became combative, belligerent and was hallucinating. His blood sugar was checked and found to be too low to read by the glucometer. He was given 50% dextrose and then transferred to the ICU where he recovered and was discharged on (B)(6) 2012. The nurse sent the devices and tubing to biomed to be checked. They are requesting the log review as well. This file is for the second pump module used. The first pump module is reported in MFR report # 2016493-2012-00232. Customer stated that no additional event or pt info is available.

Manufacturer narrative:
(B)(4). Although requested, device has not been received yet. The event logs and data set have been received and log review is pending. A f/u report will be submitted once the investigation has been completed.